Event description:
Four days after implant, ineffective pacing spikes were observed on the surface ECG; in addition, these pacing pulses were not synchronized with the sinus rhythm. The pacemaker was explanted.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.